Manufacturer narrative:
(B)(4)

Event description:
During the index procedure the patient had one endeavor sprint drug eluting stent implanted in the lad. It is reported that the patient expired approx 24 months post index procedure. Cec assessed the death to be cardiac. The cause of death was pulmonary thromboembolism. Investigator has assessed that the event was not related to the study device.